Event description:
The patient reported that at night, his pacemaker goes to "45," and he feels "palpitations." He questioned if this was related to the pacemaker. A wrist blood pressure monitor and cell phone were also mentioned. The device remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.